Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0yka6, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The consumer via the manufacturers' representative (rep) reported that the patient had not had a good experience with the device. She had discomfort at the lead and pocket sites. Both sites were tender to touch. Upon examination, the physician believed the lead site was infected and she was scheduled for explant. The physician noted that from the explant, there was some inflammation around the exit point of the lead but the physician did not notice infection or abscess around the battery. The battery was being sent for culture. The devices were explanted and the issue resolved at the time of report. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event.

Event description:
The representative later reported that patient had erosion at pocket site and wound had opened.